Event description:
Caller reported a cartridge alarm that occurred during the load process, and consecutive cartridge alarms were confirmed by technical support. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was instructed to return the problematic pump to tandem, and a replacement pump was sent by technical support. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.